Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm and air in the cassette were not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause of the air was unknown; therefore, air in cassette was not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for check lines and bags alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow-up call to the home patient (hp) regarding a check lines and bags alarm that appeared on the home choice (hc) during prime, the hp revealed that she had noticed some air in the cassette when she was taking down the supplies. The hp started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.